Manufacturer narrative:
Updated evaluation: for the description of event stating, "ECG alarms/events are not recorded. Patient data is missing." A similar issue has been investigated, and it was determined to be an issue with the infinity acute care system 7.1.1 configuration where it is possible an event may not be sent to the central station, for which there is a configuration upgrade in vg8. For the description of event for, "after updating the central telemetry system, the volume of alarms is much lower than before, which cannot be changed." Further information was provided clarifying that when configuring the upgraded ics, based on discussion with the staff on duty at the time, draeger service changed the alarm sound from ¿infinity¿ to ¿iec¿ in an attempt improve the environment as there was a lot of dissatisfaction regarding the current alarm tone, and volume being too loud and noisy. However, not all the staff was informed of the change and the next day the next group of staff complained that they could miss alarms because the sound was too low. The alarm sound was changed back to ¿infinity¿ to resolve the issue. The staff being unable to change the alarm volume is normal behavior. Alarms can be muted, silenced, confirmed, and limits can be changed without a password. A change to the alarm tone and volume, requires a password. There was no device malfunction.

Event description:
The customer reported that ECG alarms/events are not recorded, and that patient data is missing. Additionally, the customer reported that, after updating the central telemetry system, the volume of alarms is much lower than before, and could not be changed, stating that users do not react to the new alarms. Additionally, the update changed the default settings for the alarm limits. The customer confirmed no adverse patient impact.

Event description:
The customer reported that ECG alarms/events are not recorded, and that patient data is missing. Additionally, the customer reported that, after updating the central telemetry system, the volume of alarms is much lower than before, and could not be changed, stating that users do not react to the new alarms. Additionally, the update changed the default settings for the alarm limits. The customer confirmed no adverse patient impact.

Manufacturer narrative:
Clarification was requested to determine the specific issue the customer states was occurring, all the systems that were affected and their serial and part numbers, as well as the event logs for the time of the event however, this information was not made available. For the description of event stating, "ECG alarms/events are not recorded. Patient data is missing." A similar issue has been investigated, and it was determined to be an issue with the infinity acute care system 7.1.1 configuration where it is possible an event may not be sent to the central station, for which there is a configuration upgrade in vg8. For the description of event for, "after updating the central telemetry system, the volume of alarms is much lower than before, which cannot be changed." No further information was provided. Without logs or additional information, further investigation into the event is not possible and a root cause cannot be determined.

Event description:
The customer reported that ECG alarms/events are not recorded, and that patient data is missing. Additionally, the customer reported that, after updating the central telemetry system, the volume of alarms is much lower than before, and could not be changed, stating that users do not react to the new alarms. Additionally, the update changed the default settings for the alarm limits. The customer confirmed no adverse patient impact.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.